Event description:
Information received indicated when the brakes were activated the casters would still turn.

Manufacturer narrative:
The hill-rom technician adjusted the brakes to resolve the issue.